Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration 500mcg/ml; dose 145mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. A pump motor stall occurred on (B)(6) 2016. The pump alarm occurred and the pump was interrogated. The patient experienced return of symptoms. The pump was replaced on (B)(6) 2016. The issue was resolved. Patient status at the time of the report was alive with no injury. Additional information was requested regarding drug information, patient medical history, and the cause of the motor stall. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.